Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4).event occurred in the united states.on (B)(6) 2024, it was reported by the patient that two infusion set was bent after 3 hours of insertion. Infusion set was placed at abdomen. Patient replaced infusion set and resumed insulin successfully.unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.no further information was available.